Event description:
It was reported that the programmer was not able to recognize implantable heart devices. It was noted that it had the latest software uploads however when the radiofrequency programmer head was placed over any device it was unable to recognize "boot up." Changing out the programmer head did not resolve the issue. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of a telemetry issue with the programmer, it passed functional testing and interrogated as required when tested with a known good radiofrequency programmer head. Analysis also noted that the programmer's printer drawer had a damaged gear tooth which caused the printer to skip and that the foot pads on the lower case were damaged, both the printer drawer and the lower case were replaced.

Event description:
It was reported that the programmer was not able to recognize implantable heart devices. It was noted that it had the latest software uploads however when the radiofrequency programmer head was placed over any device it was unable to recognize "boot up." Changing out the programmer head did not resolve the issue. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.